Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the ligasure device did not seal. There was no regrasp alert and no evidence of energy delivery, but there was an end tone heard. A new ligasure device was used to perform the intervention. There was no clinical consequence. There was no patient injury.